Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for an unknown number of patient samples. Data was provided for two patient samples. Patient 1 original sodium result was 109.8 mmol/l with a data flag, repeat result was 110.5 mmol/l with a data flag, and repeat result on another analyzer was 147 mmol/l. The original potassium result was 3.15 mmol/l and the repeat result was 4.1 mmol/l. The original chloride result was 76.6 mmol/l and the repeat result was 105 mmol/l. Patient 2 original sodium result was 105.9 mmol/l with a data flag, repeat result was 109.9 mmol/l with a data flag, and repeat result on another analyzer was 152 mmol/l. The original potassium result was 3.54 mmol/l and the repeat result was 5.0 mmol/l. The original chloride result was 72.0 mmol/l and the repeat result was 107 mmol/l. The erroneous results were reported outside of the laboratory. The results from the other analyzer were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The customer changed the reference electrode, sodium electrode, and ise bulk solutions. The customer ran calibration and qc. The field service representative could not find a cause. He replaced the vacuum and sipper nozzles, replaced the syringe seals, and cleaned the flowpath and vessel. The customer ran calibration and qc and accepted all results. The investigation was unable to find a definitive root cause.